Event description:
The customer contacted beckman coulter inc (bec) to report a leak inside the lh750 instrument. The spill occurred prior to obtaining any patient results and no patient results were affected. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No report of exposure (splashed or spayed) to mucous membranes or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event. On (B)(4) 2011, a bec field service engineer (fse) found a leak at vl3a. The duro tubing was worn and was spraying isoton and blood during the slide-making process. The fse repaired the duro tubing at the fitting. The repairs were verified per established procedures. The root cause for the leak is attributed to the duro tubing passing through vl3a being worn.

Manufacturer narrative:
(B)(4).